Manufacturer narrative:
Updated fields: b4, d9, e1, g3, g6, h2, h3, h4, h6, h10, h11. Due to character restriction block e1 is (B)(6). A getinge field service engineer (fse) evaluated the unit and determined that the cause of the failure was the 5,000 hours maintenance kit. The fse replaced the 5000-hour maintenance kit. The equipment has passed all factory-specified performance and safety index tests. The device was delivered to the customer and is ready for clinical use.

Event description:
N/a.

Event description:
It was reported that during the before use test, the cs300 intra-aortic balloon pump (iabp) positive and negative pressure values were low, and the average negative pressure value was -127.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a